Event description:
The investigation determined that a lower than expected vitros tsh result occurred when the customer¿s non-vitros biorad level 1 control fluid was processed on a vitros 5600 integrated system. Biorad control l1: 0.145 miu/l vs. The expected result of 0.460 iu/l. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report of patient samples being affected and there was no report of patient harm as a result of this event. However, the investigation could not rule out that patient samples were not, or would not be affected if the event were to recur undetected. (B)(4).

Manufacturer narrative:
The investigation determined that a lower than expected vitros tsh result occurred when the customer¿s non-vitros biorad level 1 control fluid was processed on a vitros 5600 integrated system. The investigation was unable to determine a definitive assignable cause; however, a pre-analytical issue associated with the aliquot of the level 1 fluid processed is possible but cannot be confirmed. No reagent malfunction was identified. Additionally, a transient instrument issue cannot be ruled out. There was no allegation that any patient samples were affected, and no allegation of patient harm. However, the investigation cannot conclude that patient samples were not or could not be affected if the event were to recur undetected. The assignable case of the event is unknown.